Manufacturer narrative:
Device analysis: the returned device consisted of a watchman flx delivery system with the implant deployed and blood in the device. Allegation of sheath kink. Inspection of the device found numerous kinks and buckling in the sheath. There was tip damage consisting of flared tri-cuts and there were abrasions within the sheath tip. Two videos attached to the complaint record depict the sheath kinked confirming the reported event. Product and media analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured four (4) times before the physician made the decision to reposition the was in a better location. The wds was removed from the patient, and it was discovered that the wds had become kinked. A new 27mm wds was then used to successfully complete the procedure. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured four (4) times before the physician made the decision to reposition the was in a better location. The wds was removed from the patient, and it was discovered that the wds had become kinked. A new 27mm wds was then used to successfully complete the procedure. The patient did not experience any complications as a result of this event.